Manufacturer narrative:
This event occurred in (B)(6). No further data was provided by the customer and no sample material was available for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a false positive result for 1 patient sample tested for elecsys toxo igm (igm) on a cobas e 411 immunoassay analyzer. The reporter did not provide the specific positive result. The reporter did not provide any repeat results. The reporter did not provide any specific comparison result. It is not known if the positive result was reported outside of the laboratory. The e411 analyzer serial number was (B)(4).